Event description:
It was reported occlusion alarms occurred. Reportedly, customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 200-471 mg/dl and ketones that were identified as life threatening by a healthcare provider. Reportedly, customer changed pump supplies and delivered a correction bolus via the pump prior to going to the ER. Customer was treated with intravenous fluids of saline and insulin while in the hospital to address bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.